Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the service technician did not tightly fixed screws to mount holder 4 at the previous repair, which led to occurrence of the suggested event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation confirmed the customer reported issue of the albaran level was loose as the forceps raiser was defective. Additionally, the angulations movement has play. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus regional repair center (B)(4) was informed that a customer evis exera ii duodeno-videoscope was returned for a report of "the cable of the albaran lever is broken" which was observed during an unspecified event. No patient injury or harm was reported to olympus.